Event description:
It was reported that the catheter was difficult to deflate. The complainant alleged that patient pulled on the catheter while inserted. It was noted that the nurse attempted to deflate the balloon but the catheter balloon would only deflate halfway. Allegedly the catheter was pulled to a point where the balloon was stuck in penis. The complainant noted that the nurse massaged the balloon through penis and was able to deflate balloon. No patient injury was reported. No medical intervention required.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 hydrogel catheter for evaluation. The sample was able to be inflated and deflated. The sample was evaluated and no pinch or blockage was observed. Using a needle syringe, water was inserted into the inflation lumen of the shaft and out of the inflation eye easily with no obstruction. The balloon was then inflated with 10cc of water using normal fill technique and the balloon was able to inflate and deflate in 19 sec and 16 sec. The sample was dissected and did not find anything to contribute to the reported problem. The following results were found during the dimensional evaluation: concentricity (full inflation volume): 60/40 eye snip length 3/32¿ eye snip width 1/32¿ eye snip distance from distal cuff 8/32¿ eye snip distance from proximal cuff 8/32¿ rubberize thickness 14 thou inflation lumen coverage 13 thou balloon thickness (average) 24 thou reinforcement 186 thou the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "which may cause allergic reactions. Pk6194321 4/03 sterile unless package is opened or damaged. Do not use if package is opened or damaged. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon burst. Balloon burst can lead to premature deflation." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter was difficult to deflate. The complainant alleged that patient pulled on the catheter while inserted. It was noted that the nurse attempted to deflate the balloon but the catheter balloon would only deflate halfway. Allegedly the catheter was pulled to a point where the balloon was stuck in penis. The complainant noted that the nurse massaged the balloon through penis and was able to deflate balloon. No patient injury was reported. No medical intervention required.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was difficult to deflate. The complainant alleged that patient pulled on the catheter while inserted. It was noted that the nurse attempted to deflate the balloon but the catheter balloon would only deflate halfway. Allegedly the catheter was pulled to a point where the balloon was stuck in penis. The complainant noted that the nurse massaged the balloon through penis and was able to deflate balloon. No patient injury was reported. No medical intervention required.